Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device battery discharged prematurely. Due to this issue, the customer experienced dizziness and loss of consciousness. The customer had contact with a healthcare professional who diagnosed customer with hypoglycemia and provided unspecified treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device battery discharged prematurely. Due to this issue, the customer experienced dizziness and loss of consciousness. The customer had contact with a healthcare professional who diagnosed customer with hypoglycemia and provided unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visually inspected the reader and no issues were observed. Reader was sufficiently charged. The reader was de-cased and no issues were observed upon visual inspection. Power consumption test was performed. All results were within specification. Therefore this issue is not confirmed due to fast draining battery not observed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Charging cable and adapter was not returned for this complaint. Dhrs for the libre reader and kit pack for verification of correct cable and adapter was reviewed and the dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.